Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white and red particles and opening curved o anterior leak test and microscopic analysis was performed which identified: creases flat, observed void >1 mm in non-textured, valve-to shell-bond area, sharp opening on anterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing, a striated opening on anterior due to surgical damage consist in the use of some surgical tool and a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation and "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.